Manufacturer narrative:
E1: name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient went emergency room visit and remained for less than twenty-four hours due to infusion set bent cannula issue event on (B)(6) 2026. Due to the event, patient's blood glucose level was 25 mmol/l and was treated with correction bolus via manual injection. The site of insertion was on lower back. The patient experienced nausea and stomachache during hospitalization and had ketones measuring 2.4mmol/l.